Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cannula of an infusion set was bent which led to improper insulin delivery and the subsequent hyperglycemic event by the patient. There was no patient harm reported.